Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient changed to a smaller coil after the cast/splint was removed and now has pins and needles when he uses the bhs device. The patient stated that he has numbness and sometimes pins and needles in his toes while treating with the bhs unit. The patient stated he initially used the sflx 2 coil while in his cast for several weeks with no issues. After the cast removal, the patient stated that he has been using the sflx 3 coil and had been experiencing discomfort since 10/21. The patient stated that he had numbness and tingles every night but each day seems to get better and he was only numb for approximately 90 minutes. The patient reported that he treats at the ankle and feels discomfort in his toes. The patient further stated that he feels numbness under the skin and does not describe the discomfort as pain. The patient was advised to call his doctor and he will continue with treatment at this time as he stated the issue with the sensation is improving with time. The patient also stated that he thinks the issue could be because of the position he sleeps in. The patient reported that the pain level from the coils is a 3 out of 10, but sometimes can get up to a 5 out of ten. The patient stated that he spoke to the doctor who told him to take ibuprofen 800mg for the pain. The patient was advised to contact the doctor if the pain continues. The patient was also reminded to return the slfx 3 coil. No additional patient consequences have been reported.

Event description:
It was reported that the patient changed to a smaller coil after the cast/splint was removed and now has pins and needles when he uses the bhs device. The patient stated that he has numbness and sometimes pins and needles in his toes while treating with the bhs unit. The patient stated he initially used the sflx 2 coil while in his cast for several weeks with no issues. After the cast removal, the patient stated that he has been using the sflx 3 coil and had been experiencing discomfort since 10/21. The patient stated that he had numbness and tingles every night but each day seems to get better and he was only numb for approximately 90 minutes. The patient reported that he treats at the ankle and feels discomfort in his toes. The patient further stated that he feels numbness under the skin and does not describe the discomfort as pain. The patient was advised to call his doctor and he will continue with treatment at this time as he stated the issue with the sensation is improving with time. The patient also stated that he thinks the issue could be because of the position he sleeps in. The patient reported that the pain level from the coils is a 3 out of 10, but sometimes can get up to a 5 out of ten. The patient stated that he spoke to the doctor who told him to take ibuprofen 800mg for the pain. The patient was advised to contact the doctor if the pain continues. The patient was also reminded to return the slfx 3 coil. No additional patient consequences have been reported.

Manufacturer narrative:
. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.